Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient underwent wound revision surgery due to the lead eroding out of the skin at the chest post generator replacement in april. The surgery consisted of irrigating the site with saline and bacitracin and moving the generator more medially to keep the patient from picking at the site. Information was received that per the physician, the cause of the patient's extrusion is due to the patient picking at the device. It was stated that the surgery was not due to patient discomfort but just due to a "tic" as the patient has a tendency to pick at things. No additional relevant information has been received to date.